Event description:
I currently have a CPAP machine by philips. The CPAP machine is under a recall. Philips mailed out a machine on (B)(6) 2022 but the device was mailed to the wrong address somewhere completely across town that I've never heard of. It was tracked via (B)(6). I call philips to inform them of this error around 2/17/2022. The agent stated she will pass the information on to the replacement unit department and that they would contact me. No one contacted me so I called again on 3/14/2022. The agent transferred me to the replacement unit department herself ((B)(4)). I talked to another agent who states my replacement has been approved and is currently waiting to be shipped (reference # (B)(4)). She said to give another week or two and I should have it. Fast forward to today, (B)(6) 2022, no device yet and I've called at least 4 times between then, including this morning regarding the status of my device only to be told the same line, it's waiting to be shipped. I have trouble breathing at night without the CPAP machine and often wake up coughing and choking on my own spit. FDA safety report ID# (B)(4).